Manufacturer narrative:
Calibration was acceptable. On the day of the event, qc was acceptable. Precision testing was performed with acceptable results. The customer has had no further issues. Abnormal sample aspiration alarms were observed on the alarm trace data suggesting pre-analytical issues. A general reagent issue can be excluded since calibration and qc were acceptable. The investigation did not identify a product problem. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for altl alanine aminotransferase - pyridoxal phophate activated (altl) on a cobas 6000 c (501) module. Patient 1 initial result was 515.7 u/l. The repeat result was 21.0 u/l. The sample was also repeated on a different c501 module with a result of 21.7 u/l. Patient 2 initial result was 128.5 u/l. The repeat result was 10.0 u/l. The sample was also repeated on a different c501 module with a result of 10.8 u/l. No questionable results were reported outside of the laboratory. The altl reagent lot number was 59156801 with an expiration date of 28-feb-2023.